Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced low sensing and high sensing integrity counter (sic). During extraction, lead externalization just before the beginning of the coil was detected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned in segments, analyzed. Analysis indicated that the outer insulation was ruptured. There was blood on the distal conductor of the lead and it was obstructed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to no n-physiologic signals/sensing integrity counter. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.